Event description:
The following was reported to hamilton medical ag: patient was being ventilated during transport from one facility to another, the staff decided to add the humidifier to the circuit, then the vent started alarming visually and audibly, staff said vent showed therapy stopped and the vent would not go into standby mode, they got the vent to power off and then back on. Once restarted the vent functioned normally with no further issues. Staff could not duplicate the issue.

Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was a confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 -3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Hamilton medical ag has not received the device for investigation, neither the log files of the event. The patient was not harmed during the event. However, a local service technician replaced the blower module, blower driver stage (driver board) and control board. Hamilton medical ag case number is: (B)(4).